Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the actual communication was working well in clinic, repaired remote and recharger with the ins to be certain everything working as planned after appointment. Patient questioned recharge frequency and time. However, after reading diaries, everything was on par to the estimates.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The patient reported that ever since their post-op appointment in 2022,  the communication between the battery and recharger has been very poor and intermittent, making it very difficult to recharge the implant battery. Patient reported they struggle to get an "excellent" or even a "good" connection at all. Patient is to meet with their healthcare provider (hcp) to discuss the issue and the rep will be present. The cause is unknown and the issue is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.